Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a pci procedure , the maverick2 monorail ptca catheter balloon ruptured at 4 atms (less than nominal pressure) on the initial inflation. The lesion being treated was a calcified , 99% stenotic lesion in the distal left circumflex (lcx) coronary artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported . Patient status is reproted as 'good'.